Manufacturer narrative:
(B)(4). Physio-control evaluated the device; however the reported power failure was not duplicated or verified. Physio-control did observe a failure of the readiness display assembly, which caused the icons on the device to be displayed improperly. Further component cause of the display failure was not determined. The customer received a replacement device.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This failure is indicative of a device power failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.